Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket b3 in the main drawer 4.1 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhance half height drawer 3.1 had 13 pockets with several duplicate address errors. A field service engineer (fse) rebooted the station and ran diagnostics on the drawer, which all tested successfully. The fse then opened all failed pockets and removed the inventory to allow the user to upload the medication once recovery was complete. After rebooting the station again, the fse assisted the user in recovering 13 pockets that had several duplicate address errors. Once the pockets were recovered, they appeared empty. Then assisted the customer in reloading all medications back into the recovered pockets. After the inventory was reloaded, the user verified operability, and all tests passed successfully. The station was rebooted once more, and the user was able to recover all 13 failed pockets and reload the inventory without any issues. All pockets tested okay. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket b3 in the main drawer 4.1 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.